Manufacturer narrative:
(B)(6). Investigation summary: two photos were provided. They show that the syringes have scale printing issues. There is skewed print and missing graduation marks and numbers. Failure mode is verified. Skewed and missing print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for the lot# 8155575 for the same defect or symptom. Previous complaint (B)(4). There was no documentation of issues for the complaint of lot# 8155575 during the production run. Root cause description: skewed and missing print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad.

Event description:
It was reported that there were 5 occurrences of scale marking issues with a bd syringe¿ 60ml; (B)(6). The following information was provided by the initial reporter: 60ml syringe with failed graduation.